Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing revealed wiring coming loose from the speaker. The customer was provided a replacement speaker assembly.

Event description:
Philips received a complaint on the intellivue multi measurement server x2, indicating the system displayed a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.